Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was out for shopping with her husband and the cgm was reading 12.5 mmol/l. There were no symptoms reported at that time of the event. But when the patient arrived at home, she went into a hypoglycemia, she nearly lost consciousness and could not move. The blood glucose reading was 1.9 mmol/l (there is no documentation at what exact point of the event this value was taken). The patient´s husband treated the patient with 1 tube of glucogel (25 g), he rubbed it in the patient´s mouth as she was not able to self-treat. The patient recovered and was able to drink a cup of sugary tea with the assistance of her husband. The patient fully recovered after treatment. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.